Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display was malfunctioning, it was out of specification in an electrical manner in that it was missing pixels and one of the board connector flexes was misaligned. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that there were vertical lines in the display screen of the external pulse generator after power-up. The external pulse generator has been returned for repair. There was no patient involvement.